Event description:
It was reported that the patient is hospitalized and there was a 3.2 second pause documented on telemetry. The patient is pacemaker dependent. The device was checked and impedance and capture were within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.